Event description:
It was reported that before use, the device had a blue screen while alarming and alarm leds were flashing yellow and red. No patient involvement reported.

Manufacturer narrative:
The device was not returned to zoll medical corporation; however, the device log files were provided for further investigation. The reported issue was confirmed during log review, and review of the device logs verified an occurrence of a cfb error on 6/12/2026. As a precaution, replacement of the main board was recommended.